Event description:
The customer stated her blood glucose reading was not stored in the memory of the contour next ez. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.

Manufacturer narrative:
(B)(4).